Manufacturer narrative:
Evaluation of the returned device revealed that the silicone that secures the locking connector into place was torn. The cause of this malfunction is undetermined.

Event description:
It was reported to boston scientific corporation on november 1, 2005 that a bolus feeding set was used in a procedure the month prior (patient age, gender and weight are unknown). According to the complainant, the white part of the bolus feeding set was separated. The adapter was unable to be locked. The procedure was completed with another device (unknown manufacturer). No patient complications were reported as a result of this event. The patient's condition was reported to be good.